Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the delivery system was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that during placement of an lvis jr. Stent, the microcatheter lost its position. The stent could not be retracted and was implanted in the patient. There was no reported intervention or patient injury.